Event description:
Follow up reported, the patient received assistance from their doctor or medtronic representative and their concerns were resolved. It was noted there was an appointment on (B)(6) 2012. No further information was reported.

Event description:
It was reported that the patient had brain surgery and since then has had increased urine. Patient most recently had brain surgery in early august. Patient was told she could have an issue with her brain, such as a stroke, if she experiences any pain. The patient experienced pain when she was reprogrammed about a year ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v624641, implanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. For use by user facility/importer(devices only). (B)(4).